Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed noise on all three channels, and oversensing was noted. Upon review, technical services (ts) discussed that the cause of the noise appeared to be external / electromagnetic interference (emi). This ICD remains in service. This patient was not pacer dependent, and no adverse patient effects were reported.